Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Corrosion found on battery tube. No blank display noted with attest cap. Unit had scratched liquid crystal display window.(B)(4)

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that battery compartment was damaged. Customer's blood glucose was 220 mg/dl. Customer state that he changed the battery but it was corroded. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.